Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with drainage, pustules, a swollen arm, and infection, extended beyond the patch perimeter. The patient stated that the arm was swollen and that was twice the size of a golf ball. The patient went to see a doctor and received a prescription of an oral antibiotics, cephalexin 500 mg 4 times a day. Later the patient also received a prescription for a mupirocin which was applied 3 times a day. At the time of the report the patient stated that they were doing fine. No additional patient or event information is available.